Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose levels. The caller stated that the insulin pump alarmed numerous alarms as well. The customer's blood glucose was in the low 40 mg/dl range. The customer's mother stated that the customer had suspended his insulin pump himself and treated with juice and food. The customer declined to troubleshoot the insulin pump to test its functionality, stating that the device worked great.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.